Event description:
It was reported that the multi-link advanced without resistance after predilatation. After the stent was inflated and deployed a small waist remained. The stent delivery system was deflated but was unable to be retracted out of the stent. Attempts to reposition were unsuccessful. The device was reinflated and deflated. The device was removed with force. The stent was then post dilated without incident and reportedly the lad had good flow. Upon removal of the device the elastic membrane was not on the stent delivery system. The pt was discharged home.